Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to recognize that pockets were not opening, so it was not allowing the drawer as failed in pyxis and unable to pull medication from drawer. The user heard clicking sound when open. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived at the station and found that full height drawer four would not open. After examining the unit and reviewing hta diagnostics, determined the position sensor was defective. The fse replaced the position sensor and verified the drawer operated properly afterward. The system functioned as intended after the field service engineer repaired the device.